Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that after successfully deploying the endovascular stent graft in a 10 mm brachial-basilic a/v graft for treatment of recurring anastomosis, it was identified under fluoroscopy that the stent graft allegedly migrated approximately three inches up into the axillary vein. It was further reported that a balloon was used for post dilatation and to expand the stent graft for good wall apposition and flow. There was no reported patient injury; however, the patient is scheduled to revisit physician to be observed.